Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that prior to the second treatment pass the system lost power and was unable to be restored even after restarting. The surgeon decided to abort the aquablation procedure and used a resectoscope to complete the procedure. The patient had an extremely large gland and was reported to still experiencing bph symptoms. Per the manufacturer's user manual, no claim is made that the aquabeam robotic system will cure any medical condition or entirely eliminate the diseased entity. Repeated treatment or alternative therapies may sometimes be required.

Manufacturer narrative:
H.10 additional manufacturer narrative: additional information obtained through a company representative confirmed that the event occurred on (B)(6) 2021; however, the representative was made aware of the event on (B)(6) 2022 through a third person (surgery scheduler) within the user facility that an incomplete procedure had occurred due to the system breaking down during the aquablation procedure. The company representative did not report the event until (B)(6) 2022 as the information was interpreted as insufficient until more details were gathered when a follow-up was made with the treating surgeon. The treating surgeon confirmed that the system had lost power, which was later confirmed to appear to have occurred due to the power cord being kicked out of the wall and thereby, the system losing power. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam cpu / lot number 19c00376 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: section 4.2 warnings: procedure setup do not connect/power any additional accessory devices to the isolation transformer box located at the base of the roll stand. The aquabeam robotic system has been rated for use only with the approved components included as part of the aquabeam robotic system. The treatment log files review could not confirm the "power loss" incident, but observed disconnections during the aquablation cycle, which are indicative of power loss. The root cause remains undeterminable due to the inability to investigate the device. The cpu and the aquabeam robotic system remain onsite functioning. Should further issues arise the cpu and the aquabeam system will be returned and investigated at procept. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.